Event description:
It was reported that when the patient presented to the hospital after receiving a patient notifier, low sensing and complete loss of ventricular capture was observed. The lead was found to be dislodged. No patient symptoms were reported. The lead was explanted and replaced. The procedure was completed successfully without adverse consequences to the patient.